Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. This report is being submitted due to the patient being treated with an antibiotic. On (B)(6) 2014, the patient underwent their third bronchial thermoplasty treatment to the upper right and left lobes of the lungs. There was no device malfunction during the procedure. According to the complainant, following the third bronchial thermoplasty treatment, the patient experienced asthma exacerbation. The patient was treated with several courses of steroids for the next three weeks, however, the exacerbated asthma had not resolved as of (B)(6) 2014. The patient was prescribed the antibiotic zithromax during the week of (B)(6) 2014 to treat the asthma. No emergency room visits occurred as a result of this event.

Manufacturer narrative:
Patient age: the patient was reported to be in his 60s or 70s. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.